Manufacturer narrative:
Based on the current information provided, the root cause of the reported operative complication and subsequent patient death cannot be determined or is unknown. If additional information is received, a follow-up MDR will be submitted. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed no related system errors occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. The logs showed the robotic instruments were used for about fifteen-twenty minutes in total. All instruments used in the case were not used in subsequent procedures. However, site reviews have shown that no complaints were filed against those instruments. A review of the site's complaint history does not reveal any additional complaints involving any of the products and/or this event. No image or video recording available for review. Medical review: a review of the event was conducted by an isi medical officer and the following additional information was provided: the patient underwent rectopexy procedure that was complicated by adhesion from previous abdominal surgical procedures. The procedure was planned to be performed robotically; however, due to the intraabdominal adhesions, the procedure was primarily performed with laparoscopically and open surgical techniques. According to the description of the event, the procedure time line was as follows: initial entry was performed using a veress needle technique. Dv ports were placed. Exact technique unknown. Laparoscopic technique utilized by the surgeon to perform adhesiolysis. Once adhesions were cleared, da vinci system docked to the patient. Patient placed in steep trendelenburg to begin rectopexy. Surgeon unable to clear bowel from the patient¿s and was unable to start the rectopexy. Robotic system undocked, patient placed in steeper trendelenburg. Robotic system re-docked. Surgeon was still unable to clear the bowel from the pelvis. Surgeon elected to convert the procedure to open due to inability to create exposure to perform the rectopexy. Bowel injury created while the surgeon was performing the laparotomy (opening the abdominal wall). Surgeon repaired the bowel injury. The patient later developed a ¿leak¿ and required a re-operation. The patient expired after the second operation. The total time the da vinci system and instrumentation were used during the procedure was approximately 15 to 20 minutes. The most likely cause of the patient¿s death is due to overwhelming sepsis and hypotension caused by a bowel leak due to a bowel injury that was sustained during the surgeons attempt to create surgical exposure. The ability to create surgical exposure was complicated by intraabdominal adhesions related to the patient¿s previous abdominal surgeries. This complaint is being reported due to the following conclusion: during a da vinci-assisted rectopexy surgical procedure, the patient had severe adhesions from previous procedures, which were taken down laparoscopically. Although the patient was positioned into a steep trendelenburg position; the surgeon found it challenging to pull the bowel out from the pelvis. As a result, the surgeon converted to an open surgical procedure. During the conversion to open surgery, the patient's bowel was injured but then repaired. The cause of the bowel injury is unknown. On post-operative day #2, the patient underwent a second emergency procedure after a "leak" was identified; however, the patient subsequently expired. Although the robotic portion of the procedure was for a very short period of fifteen-twenty minutes, it is currently unknown if the bowel injury that led to the patient's demise occurred during the laparoscopic, robotic, or open surgical procedure.

Event description:
It was initially reported that during a da vinci-assisted rectopexy surgical procedure, the patient had severe adhesions from previous procedures which were taken down laparoscopically. Once completed, the robotic instruments were inserted. The patient was positioned into a steep trendelenburg position; however, it was challenging to pull the patient's bowel from the pelvis. The instruments were removed and the patient was positioned in a steeper trendelenburg position. The instruments were reinserted but the bowel still would not come through. As a result, the surgeon converted to an open surgical procedure. On post-operative day #2, the patient underwent a second emergency procedure, and the patient subsequently expired. On 19-oct-21, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following information regarding the reported event: the csr stated he was present during the primary robotic rectopexy procedure on (B)(6) 2021. The patient was a petite female with a previous surgical history of sigmoidectomy and para esophageal hernia repair. She underwent a da vinci-assisted rectopexy surgical procedure on (B)(6) 2021. Secondary to the previous surgeries, there were severe adhesions in the abdomen. The surgeon used the varess needle technique to insufflate. The laparoscopic instruments, through the da vinci ports, were used for adhesiolysis. Once the surgeon cleared the adhesions, the robotic devices were introduced. The patient was positioned in a steep trendelenburg position. It was difficult to remove the bowel from the pelvis. As a result, the robotic instruments were undocked, and the patient's position was readjusted to a steeper trendelenburg position. The robotic devices were reinserted under direct visualization. At that time, the patient exhibited signs of sub-acute emphysema in an unspecified location. Since the surgeon was unable to release the bowel from the patient's pelvis and the development of sub-acute emphysema, the surgeon converted the procedure to an open surgical procedure. The surgeon made a midline incision down to the pelvis for an open surgical procedure. During this conversion from a robotic to an open surgical procedure, the csr stated a minor bowel injury occurred, which the surgeon repaired. It is unclear how the minor bowel injury occurred. Since the surgeon converted the procedure to an open surgical procedure, the csr left the or. The csr confirmed that there was no allegation of an isi device or system malfunction during the procedure. The robotic procedure was approximately 15-20 minutes. On 13-oct-2021, isi's clinical territory associate (cta) was at the site. The cta was informed that the patient had an emergency surgical procedure due to a leak. The cta stated the or staff mentioned the surgeon identified a leak in the bowel inside the pelvis during the open surgical procedure. Subsequently, the patient expired. After multiple follow-up attempts, on 27-oct-2021, the surgeon responded and stated the following, "I prefer not to discuss this."